Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp set up new supplies to complete treatment. Hp reports no pt injury or medical intervention as a result of incidents.